Event description:
Incident as reported: lap chole - "10 mm bag tore may have fragmented during the lap chole procedure. Gallbladder contained large stones."

Manufacturer narrative:
No product is being returned for eval but lot number is provided. A device history report to be reviewed by engineering. A follow-up report will be sent within 30 days or upon completion of the eval. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.